Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. Due to patient privacy laws the hospital would not communicate patient outcome information. Based on a review of the available patient records and a request for patient outcome, there were no device issues at the time of the patient outcome and the device reportedly operated as expected. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29may2018.. The heartmate 3 lvas IFU is currently available. This IFU lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to unknown causes. It was not known whether the outcome was device or therapy related.